Event description:
It was reported that 13 bd insulin syringes with bd ultra-fine¿ needles had cannula broke off or damaged product issues. The following information was provided by the initial reporter : it was reported by the consumer that received 2 bags of syringes with 12 broken needles and 1 broken plunger.   Date of event : (B)(6). 2021 samples : available.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.

Event description:
It was reported that 13 bd insulin syringes with bd ultra-fine¿ needles had cannula broke off or damaged product issues. The following information was provided by the initial reporter : it was reported by the consumer that received 2 bags of syringes with 12 broken needles and 1 broken plunger.   Date of event : (B)(6) 2021. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-06 h6: investigation summary customer returned a total of (14) 1ml syringes. No other identifying information was provided. 12 of the syringes returned had their needle hubs broken off. The fracture profile suggests a high amount of torque was applied to the hubs¿ bases, resulting in the needle hub being wrenched away from the rest of the syringe. The exact cause of the force resulting in the syringes breaking away cannot be confirmed. Notably, some of the needle shields still have their needle hubs inside. 1 of the syringes returned features a bent needle. The needle is bent slightly at its base as well as twice along the middle in opposing directions. It is unknown what may have caused this result based on the unusual damage. It is possible that the needle was pinched or received another source of damage outside regular use. The remaining syringe was found to have its stopper lodged inside the barrel. The stopper is not attached to the plunger and the plunger remains affixed in place as a result. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the syringes fracturing. Based on the samples received, bd found that the syringe¿s stopper being lodged in the syringe barrel. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the needle being bent. The root cause of the syringes fracturing cannot be determined using the samples and information provided. The root cause of the bent needle cannot be immediately determined based on the returned sample. The syringe needle may have been damaged outside of regular use. H3 other text : see h10

Event description:
It was reported that 13 bd insulin syringes with bd ultra-fine¿ needles had cannula broke off or damaged product issues. The following information was provided by the initial reporter : it was reported by the consumer that received 2 bags of syringes with 12 broken needles and 1 broken plunger.   Date of event : (B)(6) 2021. Samples : available.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.